Manufacturer narrative:
(Intervention required), evaluation results: death, endoleak, graft migration, ruptured vessel/aneurysm. Disease progression with aortic neck dilatation.

Event description:
An aneurx stent graft system was implanted along with another MFR's stent graft in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 2 years ago. Aneurysm and vessel morphology at the time of implant are unk. The CT films from 6 months ago showed that the stent graft was patent and that the aneurysm was excluded. It was reported the pt presented emergently with severe back and abdominal pain approx 1 month ago, and the vessels were found to have disease progression, resulting in aortic neck dilatation. The CT also demonstrated that the stent graft has migrated 2.5 cm with a type I endoleak and a ruptured aneurysm. At the time of migration, the aortic neck diameter was 28 mm at the renals, 32 mm in diameter, 15 mm below the renals, and 33 mm in diameter 25 mm below the renal arteries. The physician elected to intervene by placing two aortic cuffs. First, an aneurx aortic cuff was placed; however, the endoleak did not resolve (MFR. Report # 2953200-2010-00010). Then a talent aortic cuff was placed, and still the endoleak did not resolve (MFR. Report# 2953200-2010-00011). The physician then placed three balloon-expandable stents from another MFR, which significantly, but not completely, decreased the type I endoleak. The pt was sent to recovery in stable condition; however, after a few hours later, the pt's condition declined. The physician elected to bring the pt back to perform an open repair; however, the pt expired during the surgical conversion.